Event description:
It was reported that the pump time was incorrect, and customer confirmed during troubleshooting with tandem technical support that the time setting was wrong due to user error and not attributed to issue with the pump. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus. The customer corrected the time and resumed insulin therapy.